Event description:
It was reported that a revision surgery was performed due to loosening and infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Based on the information available, a root cause for loosening and infection cannot be concluded. A review of complaint history on the listed parts and corresponding batches revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. However, without the actual devices, our investigation cannot proceed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.